Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while the patient was sitting in a chair the milrinone infusion continued to run after disconnecting from his PICC line. There was no report of patient harm.